Manufacturer narrative:
The investigation determined higher and lower than expected vitros gent and vitros valp quality control (qc) results using multiple control fluids were obtained using a vitros 5600 integrated system. The most likely assignable cause is an instrument issue. A review of historical qc data for vitros gent and valp indicated atypical performance. An ortho clinical diagnostics (ortho) field engineer (fe) performed service actions to the vitros 5600 instrument. When reviewing historical quality control data following the service actions, acceptable performance was obtained. There was no evidence a reagent issue contributed to the event.

Event description:
The customer obtained higher and lower than expected vitros gent and vitros valp quality control results using multiple control fluids on a vitros 5600 integrated system. Gent: biorad level2: 5.04 and 5.14 vs. Expected 8.1 ug/ml. Vitros tdm3 4.46 and 4.47 vs. Expected 6.79 ug/ml. Valp: biorad level 1: 12.2, 12.1, 44.97, 49.87, 56.28 vs. Expected 34.3 ug/ml. Biorad level 2: 79.6 and 76.8 vs. Expected 136.0 ug/ml. Vitros tdm1: 10.0 and 10.0 vs. Expected 27.2 ug/ml. Vitros tdm2: 32.6 and 32.9 vs. Expected 66.8 ug/ml. Vitros tdm3: 66.8 and 69.6 vs. Expected 118.1 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer discontinued gent and valp patient testing due to unacceptable quality control results. There was no allegation of patient harm as a result of this event. (B)(4).